Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she received unspecified low reading on her adc freestyle libre sensor scan. Customer further reported she experienced unspecified symptoms described as "nausea, abdominal and chest pain, shortness of breath". Customer was seen at the hospital where an unspecified lab reading was obtained and was diagnosed with diabetic ketoacidosis. Customer was hospitalized for 3 days and received unspecified treatment in the intensive care unit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported she received unspecified low reading on her adc freestyle libre sensor scan. Customer further reported she experienced unspecified symptoms described as "nausea, abdominal and chest pain, shortness of breath". Customer was seen at the hospital where an unspecified lab reading was obtained and was diagnosed with diabetic ketoacidosis. Customer was hospitalized for 3 days and received unspecified treatment in the intensive care unit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received unspecified low reading on her adc freestyle libre sensor scan. Customer further reported she experienced unspecified symptoms described as "nausea, abdominal and chest pain, shortness of breath". Customer was seen at the hospital where an unspecified lab reading was obtained and was diagnosed with diabetic ketoacidosis. Customer was hospitalized for 3 days and received unspecified treatment in the intensive care unit. There was no report of death or permanent impairment associated with this event.